Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked; port 13 was contaminating port 14. The issue occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to h5: label for single use?: yes (previously submitted as no). Correction made to e1: initial reporter phone no.: (B)(6) (previously submitted as (B)(6)). H4: the lot was manufactured from june 08, 2021- june 09, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation.  The photograph was reviewed and a cloudy section of lipid solution was observed inside the inlet tubing connected to the outlet port 14 of the valve set. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.